Manufacturer narrative:
Despite multiple attempts, no further information was provided by the hospital and the patient has not come in to have their device changed out. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device remains in service. No adverse patient effects were reported.